Event description:
It was reported that during a sub-total partial gastrectomy procedure, the surgeon was coming across the proximal stomach with a blue reload on the third firing. After the leak and air test it was noticed that the middle of the third staple line there was a 7mm hole or gap. It was directly in the middle of the staple line, there were not staples. The surgeon reinforced the area with suture. Suture was used to complete the procedure. No adverse consequences reported. The device was discarded. (B)(4). The surgeon felt she should have reinforced all the staple lines however she did not. The leak was noticed on the left side of the area that was stapled on the patient per the rep.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.